Manufacturer narrative:
(B)(4). Results: root cause of the issue could not be determined. Device or procedural images not provided for review. Device not returned for evaluation. Conclusions: root cause of the issue could not be determined. Device or procedural images not provided for review.

Event description:
It is reported that the physician was attempting to post dilate an unknown stent in a simple lesion in the lad, with a 3.5x12mm nc sprinter balloon, and experienced issues pushing the balloon over the wire and into the guiding catheter. When the balloon was in position, the physician attempted to inflate the nc sprinter balloon, but could not inflate it at the size he wanted. It is reported the balloon would not deflate and the whole system (guidewire, guiding catheter, etc.) Had to be removed. Another nc balloon of the same lot number was inserted and the case was finished with no further complications noted.